Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: call service (cs) 012, 052, 054, and 064 alarms were observed in the black box history on (B)(4) 2015. During testing, the pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. The reported cs alarm issue was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked on the side at the threads. The pump case was also cracked in three locations: between the bottom of the keypad cover and the case seal, near the upper right corner of the display lens, and between keypad cover bend (area between contrast and up arrow) and case seal. Moisture was observed behind the display lens and inside the battery compartment. A leak test was performed and both battery compartment and pump case leaks were found. The pump case was removed and moisture corrosion was found in various locations inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.